Event description:
The customer reported to beckman coulter hotline support that their unicel dxc 660i instrument generated erroneous creatinine and bun patient results and liquid was observed under the reagent probes. The customer stated no erroneous results were released from the laboratory.

Manufacturer narrative:
The issue was referred to a beckman coulter field service engineer (fse). During the service visit, the fse confirmed liquid under the reagent probes. The fse also confirmed slow evacuation of fluid from reagent probe a. He resolved the issue by replacing the reagent probe a collar wash valve. (B)(4).